Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and no capture. The lead was explanted and replaced. It was further reported that during the ra lead replacement, the new ra lead dislodged during the implant procedure. This ra lead was repositioned and remains in use. It was further reported that prior to the implant procedure, the battery bar was gray with pre-implant indication on three implantable cardioverter defibrillators. These three devices were not implanted and an additional device was obtained and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).